Event description:
It was reported that episodes of low level amplitude ventricular tachycardia (vt)/ventricular fibrillation (vf) with highly variable r-r cycles were observed with some of the events that appeared to have been double counted, as well as wide complex double counting occurred. Reprogramming and medication review were recommended. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analyst commented, 190 ventricular (sic) are recorded beginning (B)(4) 2014. A lead integrity alert triggered on (B)(4) 2014 due to meeting the requirements for non sustained and ventricular (sic). There are 2 ventricular fibrillation (vf), 5 lead failure predictor and 11 non sustained events of less than 220 milliseconds ventricular event to ventricular event rate cycle that were recorded on (B)(4) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2011 (B)(6). (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.